Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a procedure the introducer was noted to be leaking blood from the hemostasis valve. The sheath was replaced and the procedure was continued with no adverse consequences to the patient.